Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis revealed elective replacement parameters and no battery voltage reading. Further analysis determined that the depleted battery was due to high system current drain. The source of the high current drain was due to excessive direct current leakage in a battery filter capacitor.

Event description:
It was reported that the device was at elective replacement indicator four months after implant. The device was removed and another was implanted. No patient complications have been reported as a result of this event.